Event description:
It was reported that the atrial lead dislodged and had pulled back in the superior vena cava (svc) per x-ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013; addr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).